Manufacturer narrative:
A stryker technician evaluated the customer's device and observed that the device had logged the event code. After clearing the code, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.